Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the evis exera iii colonovideoscope tested positive for 10-100 colony forming units (cfus) of escherichia cola, 10-100 colony forming units (cfus) of pseudomonas citronellolis, and 10-100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that, during reprocessing, the evis exera iii colonovideoscope tested positive for 10-100 colony forming units (cfus) of escherichia cola, 10-100 colony forming units (cfus) of pseudomonas citronellolis, and 10-100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, as it was found to be a duplicate record and previously reported. Please refer to submission number: report no. 9610595-2025-08958-00.